Manufacturer narrative:
On (B)(6) 2015, a field service engineer (fse) visited the customer site and installed a new laser barcode reader and its attachment. The customer reported that after the replacement they ran over 130 patient samples, obtaining only one bad barcode read. Since the instrument was shown to be performing as intended, no further additional activities were required by field service. The most probable cause of the reported event was sample bar code reader that needed replacement. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2017, a customer reported a54 barcode could not be read at the rack/cup position skip errors with their aia-2000 analyzer. Customer indicated obtaining the error more than 30 times. The customer was not able to run beta-hcg and alpha feto protein patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and alpha feto protein patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.